Event description:
I've been experiencing excruciating pelvic pain and irregular periods that last up to 3 wks at a time. Recurring yeast infections and lower back pain. Also, I am allergic to the contrast dye for the procedure following essure and I had to take medrol 32mg before the procedure. I was not informed of all these possible side effects that I'm having, and if I was more aware when I got this in 2017 I would have never done it. I just want it removed because it's ruining me. I never had any health problems before essure and the dr that inserted it does not remove the device, and now I'm going through hell to find a dr that can remove this. I will keep looking for 2nd and 3rd opinions until I find a dr that will take this out. This ruined my relationship with my kids' father because I'm always in pain and keep having infections and sex hurts, and no one can find what's wrong with me, so I need to get this removed. Do not want to get a hysterectomy. I feel that is extreme, but all the drs I've spoke with say that's the only way. I don't know what else to do and I want someone to finally hear me out. I've been dealing with this for over 3 yrs and I can't do this anymore. This is the only surgery I've never gotten, I know I'm not crazy and I know all my health issues will be better once this is out of me.